Manufacturer narrative:
(B)(4). The samples were not returned for evaluation. The complaint could not be verified. The lot number for the device is unknown; product code 82-1730. The lot number for the device is unknown; product code 82-1731. The lot number for the device is unknown; product code 82-1732. The lot number for the device is unknown; product code 82-1733. It was not possible to investigate the complaint as no samples were returned for evaluation. If the samples are returned in the future, this complaint will be re-opened and evaluated. Review of the history device records was not possible for the devices as the lot numbers are unknown. No root cause could be determined since no samples were returned for evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Event description:
The affiliate reported: (B)(6) hospital are using our eds3 system. They started in (B)(6) 2014 and are having problems. Two deviation reports have been sent to the purchase department. One was stopped at the pd. The other one has case number and (B)(4). I have not read the reports, but was told today that one of the reports from (B)(6) stated that the pd should contact (B)(6). We have not heard anything. The departments involved are po, ICU and neuro ward. They complain about the following: it takes between 10-15 minutes to drain the dripchamber to the collection bag. Unacceptable! When the collection bag is full(3/4) it slides down from the system. It can make the whole system fall down which can lead to slit ventricles. The connection between the dripchamber and collection bag is tight and breaks easily. The knot at the leveling device falls off and makes it impossible to turn of the device. These problems happens every day. (During use on patient). 8/28/2014 additional information stated: was there a delay in surgery greater than 30 minutes as a result of this incident? The incidents that have taken place with edsiii, have not happened during surgery. The answer to question 1. Is no. Were there any adverse consequences to the patient? Not to my knowledge what actions were taken as a result of the incident? I was noticed yesterday about different incidents and I am trying to collect more information from all the users of the products.